Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead presented to the hospital with heart failure symptoms and was treated. Pauses in pacing were observed on the hospital heart rate monitor which were not greater than two seconds. Isometrics were performed, and no noise or oversensing could be reproduced, and there were no changes to the impedance measurements. A chest x-ray was performed, which showed that the patient¿s right atrial (ra) lead had dislodged. A surgical revision was performed. The ra lead was lying directly on the rv lead and there was subsequent degradation of the rv lead, which they noted could have caused the rv inhibition of pacing. The lead was explanted and replaced. No additional adverse patient effects were reported.